Event description:
The following has been reported: demo kit pump 192 keeps alarming air in cassette. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: sensor hardware failure (downstream air sensor); (sensor-7). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Investigation showed defective bubble detector (p/n 25-0064). Replaced bubble detector verified that an infusion at 1000 ml/hr ran for 1 hour without ail alarms. Installed an admin set with air in the tubing and verified an ail alarm occurred. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.